Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as this device is not implanted. If explanted, give date: not applicable as this device is not implanted/explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that particulates were seen in three female patients' eyes after viscoelastic, model healon gv, was used when they had surgery performed on their left eyes. The particulates looked like clumps of white particulate matter. In two patients, it coalesced into a white hypopyon-like material. The three patients had intense inflammation in their operative eye and were given high doses of topical steroids and intraocular vancomycin 1mg/ml at 0.3ml. All patients are okay now. No secondary surgery or medical intervention was required. No follow ups scheduled. The healon gv unit used was destroyed but unused units from the same lot were returned to the manufacturer for investigation. There will be three separate MDR's, one for each patient. Patient 1 had also had high ocular pressure and impaired vision. It is not clear if this patient is one of the two patients that had the particulate coalesced into white hypopyon-like material. No further information was provided.

Manufacturer narrative:
The actual device was not returned for investigation; however, four products from the same lot were received in factory condition and unopened for complaint investigation. Visual inspection using the stereomicroscope was performed and showed the solutions of returned samples were clear and free of particles or debris. There were no particles nor debris on any surface of the blue rubber plungers or on any surface of the plastic cylinder holders for all 4 samples. There are no product defects observed and no observations in the returned unopened products which can confirm the customer's report of particulates in the eyes of the patients. The investigation of the 4 returned, unopened products, has not identified the probable or root cause of the customer¿s report of particulates in the eyes of patients. Retained product evaluation: visual inspection on retained products on lot# ub31723 was performed. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. Function test on two syringes was performed without a reported malfunction. Manufacturing record review: manufacturing records were reviewed and all results were within specification. No non-conformities were noted. Chemical and bacterial endotoxin retests were performed on the returned and retain samples. The results were within product quality specification and at the same level as the results at the time for release. Retests were performed on retain and returned samples from lot#ub31723. Chemical tests ¿ ph, osmolality and visual inspection. Microbiological test - bacterial endotoxins. The results were within product quality specifications. All pertinent information available to abbott medical optics has been submitted.